Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates it was reported that patient faced infusion set leakage event on 14-dec-2024. The leakage was at the quick release. The infusion set was in use for two days. Insertion site was buttocks. Patient have sore at the site. No further information was available.